Manufacturer narrative:
The event occurred in (B)(6). Caller did not provide product information for the compact plus system; test strips were discarded.

Event description:
Caller states customer was sweaty and weak with result of 8 or 10 mmol/l obtained on the aviva system. Caller tested the customer using his compact plus system and customer tested 14 mmol/l. An ambulance was called, and customer tested 17 or 18 mmol/l on professional device. Customer was re-tested on the compact plus system and result was also 17 or 18 mmol/l. Customer was re-tested on the aviva system and result was possibly 8 mmol/l. Caller did not provide timeframes between the reported results. Customer was treated by ambulance personnel with unspecified type if insulin and taken to the hospital. Customer's current condition is not known. Requested return of suspect device and replacement was sent.